Event description:
It was reported the catheter had dislodged. The catheter was repositioned. The hcp reported changing the drug in the pump from dilaudid to pfns. No symptoms or outcome were reported. A f/u report will be submitted if add'l info becomes available, although the pt info is unk at this time.